Manufacturer narrative:
The sonicare brush head is an accessory to the flexcare + white power toothbrush. The serial number of the brush head was not provided. Device manufacturing date not available due to the serial number of the brush head not provided.

Event description:
Consumer called stating that the toothbrush head of their sonicare power toothbrush had bristles fall out in their mouth.